Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results when using the simplexa covid-19 direct assay. No lot information was provided. The customer did not respond to multiple requests for run files or lot information. A diasorin molecular field service engineer was dispatched to the customer site to clean their instrument, but still no lot information was provided. The customer's device and suspected false positive samples were not provided for investigation. No further investigation could be performed. No conclusion could be drawn.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results when using the simplexa covid-19 direct assay. No lot information was provided. The customer confirmed the alleged false positive results were not reported to a diagnosing physician. No alleged harm occurred. Patient information was not provided.